Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the diagnosis of peritonitis during admission to the hospital for hypertensive crisis and hyperglycemia which were unrelated to pd therapy or the use of the cycler. However; there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with cycler set and the (B)(6) peritonitis. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. Although the cause of the peritonitis was reported as unknown, (B)(6) is found on the skin or nasal cavity which suggests a breach in aseptic technique by the patient. Furthermore, relapse and repeat (B)(6) peritonitis is common. Based on the information and no allegation or report of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s (B)(6) peritonitis event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported in a clinical email response that the patient had peritonitis. The pdrn stated that the patient was driving and experienced a hypertensive crisis with hyperglycemia unrelated to pd therapy or the liberty select cycler. The patient was taken to the hospital and admitted. During admittance it was discovered that the patient had peritonitis. A pd effluent culture resulted positive for (B)(6). This was the patient¿s third (B)(6) peritonitis event. The patient was initiated on intraperitoneal (ip) vancomycin (dose and frequency unknown) to be completed on (B)(6) 2019. Due to the hypertensive crisis, the patient was put on a ventilator during the hospitalization (unknown date). At that time a sputum culture was taken which resulted positive for klebsiella pneumoniae. Additional hospital course is unknown. The patient was transferred to a rehabilitation (rehab) facility (unknown date) and discharged to home on (B)(6) 2019. The patient was seen in the pd clinic on (B)(6) 2019 where the patient¿s nephrologist determined antibiotic therapy would need to be extended through (B)(6) 2019 due to the patient¿s high risk of (B)(6). In addition, a biofilm was noted on the patient¿s pd catheter (not a fresenius product) and the patient was administered cathflow activase (dose unknown). The cause of the peritonitis is unknown. There were no reported issues with the liberty select cycler or cycler set reported for the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.